Event description:
Customer reports to have unexplained low blood glucose. Customer's blood glucose ranged from 67 mg/dl to 95 mg/dl. Customer treated with four glucose tablets after dinner. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Insulin pump passed displacement test. Customer was advised to monitor insulin pump and blood glucose and call back should issues persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.